Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, a 28-year-old female patient underwent perineal laceration repair in hospital due to "postpartum perineal grade I laceration" on (B)(6) 2023. The surgeon used vcp345h to perform the perineal skin subcutaneous tissue sewing in the way of continuous suturing during the operation. The intraoperative sewing operation was smooth. On (B)(6) 2023, the patient returned to the hospital for reexamination, and complained of perineal wound pain. The doctor found that the suture at the sewing site of the perineal wound was not absorbed. The suture was removed and then the wound was re-sewed. The patient's incision healing condition was improved subsequently. No subsequent adverse event report was received.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if the suture involved was vicryl plus or vicryl rapide. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the surgeon expect the suture to be absorbed as the absorption rate of vicryl plus is 56-70 days? Does ¿secondary suture injury¿ refer to the re-suturing being required? Please explain. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2023 and suture was used for a first degree perineal laceration. Post-op, on the 17th day after surgery, the patient complained of perineal pain. The patient had inflammation. The doctor examined the perineal incision and proceeded to remove the suture, but found that the internal suture was not absorbed, resulting in secondary suture injury. The surgeon sutured again. Additional information was requested.